Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was not further specified. On the same day as the onset, the patient was hospitalized and began treatment with amikacin (intraperitoneal, for 2 days, discontinued) and cefemezol (intraperitoneal, for 2 days, discontinued) for the peritonitis event. Two days from the event onset, the patient was recovered and was discharged. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information was provided as the reporter declined follow-up.